Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump lost power during the night while he was asleep. He stated that he awoke at 4:30 am on (B)(6) 2011 to find the pump without power. The reporter stated that the battery cap was stuck and he was unable to remove it. There was no reported blood glucose excursion as a result of the power loss.

Manufacturer narrative:
(B)(4): the battery cap returned with the pump was found to be stripped. The battery compartment was found to be intact. The battery cap was able to secure to the pump and the pump booted appropriately. The pump was exercised for 24 hours without rebooting or alarms. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.